Event description:
It was reported that the patient's right atrial (ra) lead exhibited high pacing impedance measurement. The lead was capped and replaced on (B)(6) 2024. The patient had no adverse consequences.